Event description:
It was reported that the device was explanted approximately after implant duration of 142 months, due to aortic stenosis. No other details were provided. Information learned from the operative report.

Manufacturer narrative:
Device not returned.